Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl and brought it down to 501 mg/dl. Customer thought she was going to go to the hospital, but didn¿t end up going. Customer was trying to change her batter and then she continued to receive no delivery alarms. Troubleshooting was performed. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. No excessive no delivery alarms noted. The insulin pump was received with cracked case at the display window corners, display window, reservoir tube window corners and battery tube threads. Unit received with missing end cap sticker. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.